Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was battery depletion due to running multiple programs 24 hours per day. The cause of the event was the implantable neurostimulator (ins). It was stated that the battery depletion was pre-mature. It was stated that the patient would like a replacement, but they did not want to pay if the battery will deplete quickly again. It was reported that the patient did not require hospitalization and there was no injury. Refer to manufacturer report #3004209178-2013-12402. The patient had a second battery deplete and it was not clear which ins the hcp was referring to or if it was both that had pre-mature depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that a battery was replaced due to regulator depletion based on patient settings and level of usage. Additional information received reported that the device had lasted "over two years" and the patient experienced shocking sensations. It was reported that the device was removed for "normal battery depletion".